Manufacturer narrative:
A ge service representative performed an on site investigation. The general purpose operating system (gpos), high voltage cable, and the software were installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported the system was not booting up correctly. There was no patient injury or death reported.